Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pulmonary vein stenosis cannot be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an ablation procedure the patient developed pulmonary vein stenosis. The ablation procedure was performed on (B)(6) 2019 with no reported issues. On (B)(6) 2019 the patient presented to the emergency room with fatigue and dyspnea. A pulmonary vein CT scan revealed the stenosis. No further intervention was required and the patient was discharged in stable condition. There were no performance issues with any abbott device.